Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain". The device is in a clinical study and not available for evaluation. (B)(4).

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011, due to pain and internal bleeding in the knee. The patient was revised to a total knee.